Manufacturer narrative:
H10 ¿ the device was disposed of at the facility. No product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot number 4351717 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in sections b5 and d10.

Event description:
Additional information received from the customer that there was no delay in critical therapy since the leak was found after only (B)(4) drops of chemo spilled on the bed. There was no adverse event reported.

Manufacturer narrative:
Cytosine arabinoside (ara-c), MFR unk; chemo extension piece, ln ch3403, lot number 4366744, MFR ICU medical; unspec primary administration set, MFR unk. It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
A medsun mandatory medwatch report (#(B)(4)) was received on 22-jan-2020 which stated the following: ¿patients grandmother rang out, when nurse entered room grandmother holding the primary portion of patients cytosine arabinoside (ara-c) tubing in her hand. Tubing disconnected from spiros and chemo extension piece. Ara-c immediately paused and capped, the extension piece clamped as blood had backed into tubing. 3 drops of chemo noted on patient floor. A chemo spill kit was obtained, and the doctor was notified as well as charge nurse. Per nursing and doctor made the decision was made to replace the chemo extension piece and prime the extension with normal saline as the primary tubing piece had not touched the ground or any other surfaces. The chemo primary portion of the tubing was disinfected, reconnected and ara-c was restarted. Approximately 6ml of ara-c was wasted.¿ the event occurred on an unspecified date in (B)(6) 2019 during chemotherapy at the hospital. Additional information was received from the customer reporting that the disconnection occurred during infusion, between the spiros and the chemo extension tubing and the spiros was still connected to the chemo extension tubing. The mating device is reported to be the chemo extension piece, which has a spiros on the end to connect to the patient. The spiros is connected to the end of the primary tubing to connect to the chemo extension set. The customer was not sure how long the tubing had been disconnected. It was reported that the nurse had been in the room 5 minutes before and the tubing was connected. When the grandfather rang out, there were 3 drops of chemo noted, so no longer than 5 minutes. There was approximately 2ml of bleedback noted in the tubing.